Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection (mdi). Customer did not require assistance from a third-party. Customer loaded a new cartridge to resolve the issue, but did not proceed with resuming inuslin due to patient not being there. No further assistance required.